Event description:
A us distributor contacted zoll to report that a patient developed a rash and open blister under the lifevest equipment. Patient described the area as rash that turned into an oozing blister. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash and open blister under the lifevest equipment. Patient described the area as rash that turned into an oozing blister.there was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.